Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed a dented nosecone. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to functionally exhibit no problems during sample testing. Therefore, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and indicated that patient's symptoms were resolved.

Manufacturer narrative:
It was reported that these events occurred with three centurion active sentry handpieces, however it is not known by the initial reporter which handpiece contributed to each event. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that "90-95%" of the patients experienced the events corneal edema and unexpected visual outcome after cataract surgery. An operating cataract console and handpiece were used to perform the procedures. Patients with corneal edema have not fully recovered. Furthermore, additional information was received from the reporter informing that the patients were treated with corticosteroids and sodium chloride eye drops. Additional information was requested from the reporter regarding patients' status. Follow-up information was received on the patients involved in this event; subsequent mdrs will be filed for each identified patient.